Manufacturer narrative:
Both runs were valid, with negative, low positive and high positive control results within the acceptable ranges and with no errors in the event logs. No conclusions can be drawn. This is probably a result of sample contamination or a pipetting error during test setup, but this cannot be confirmed. Add'l catalogue no. 02554338

Event description:
A patient sample collected on (B)(6) 2009 gave an (B)(6) viral load result of 35,744 copies per ml. The same sample tested on (B)(6) 2009 gave a result of <3200 copies per ml. Subsequent antibody testing and (B)(6) qualitative testing confirmed the sample to be (B)(6) negative. There has been no report of adverse health consequences as a result of this incident. For medical device reporting purposes, this event is considered closed.